Manufacturer narrative:
Results of evaluation: conclusion; the instrument was recycled repeatedly and it functioned as intended. The incident could not be repeated. Comments; co reviews each incidents as it occurs in an effort to continously improve products.

Event description:
The device was used during a laparoscopic ovarian cystectomy. It was reported by the affiliate that the safety shield did not activate. There was no consequence to the pt.